Event description:
It was reported during use with patient of the cardiosave intra-aortic balloon pump (iabp) that it was connected to an ac power source, but could not be operated with ac. There was no patient harm and injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site city, the city full name is (B)(6). Additional reporter: (B)(6).

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse replaced the power supply. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing department received tdkl cart bulk power supply. This part was received with a reported unit failure of ac power not working. The failure analysis and testing department performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing department installed tdkl in the cardiosave test fixture and tested to factory specifications in accordance with cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department was able to verify the failure of ac power not working. After engaging the pump in the cart and using ac power only, the pump wouldn't turn on. The cart bulk power supply is defective. Failure analysis received from the supplier for the part. They stated, based on the initial inspection, three smd mlcc capacitors, xc50, xc51, and xc52 located near the output terminal, have experienced catastrophic failure. The pcb area beneath them shows evidence of carbonization. Following this failure, one of the low-side mosfets, xq21, in the synchronous full bridge rectifier section has also failed. The mosfet gate drive circuitry remains fully functional, indicating that the failure originated from the capacitor, and the damage to the mosfet is a collateral effect resulting from that initial fault. The damage to the mlcc capacitor near the output terminal was most likely caused by mechanical or thermal stress. This capacitor failure appears to have led to collateral damage in mosfet. Root cause for this part is mechanical or thermal stress the mlcc capacitor. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev au. After a discussion with a fat technician, this failure resulted from an electrical short. Shorts can happen due to broken/loose parts, thermal runaway, over current, over voltage, over load, direct short, exposed wires, and loose connections. Since the capacitor mostly got damaged, it could be that it had a piece of debris near it and shorted it, or if liquid shorted touched the capacitor first.